Event description:
When attempting to use the product during an rf procedure, the device did not work. Back up equipment was not available. The patient had already been given anesthesia when it had been decided to cancel the case. There was no medical intervention required and no adverse consequence reported as a result.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.